Event description:
The customer reported the aa4203tl silicone single piece lens sheared in half in the injector cartridge. There was no patient contact. No further information was available.

Manufacturer narrative:
(B)(4). Evaluation codes: method - search by lot number. Results - visual inspection of the returned product showed the lens was received in three pieces and pieces of the lens was torn off and missing. There was evidence of a clear surgical residue, however, there was no visible damage to the cartridge. (B)(4).

Manufacturer narrative:
Evaluation results: the device history review concluded there was nothing in the manufacturing of the lens or injector cartridge was the root cause of the complaint. Conclusion: based on the complaint history, search by cartridge lot number, product evaluation and device history review, we were unable to determine a specific root cause of the event. (B)(4).